Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted loss of capture at maximum output with noise. Additionally, high out of range impedance measurements were noted. A lead fracture was confirmed through a chest x-ray. As a result, the device will be programmed to vvi. No adverse patient effects were reported.